Event description:
It was reported that during a cardiac ablation procedure, an unknown adverse event occurred. The event was cardiovascular related but not arrhythmia or heart failure related. An echocardiogram (ECG) was performed. The patient¿s hospitalization was prolonged as a result of the event, and treatment included a blood transfusion. The outcome of this case is unknown. No further patient complications have been reported as a result of this event. Incoming information indicated after ultrasound guided transseptal puncture and insertion of the loop catheter, it was noted the guidewire had a possible intrapericardial course and an echocardiogram proved a 1 centimeter pericardial effusion. Due to the increase of the effusion, the procedure was aborted, pericardiocentesis was performed, the patient stabilized, and they were transferred to the cardiac surgery department. Cardiac surgery was performed to repair the hole in the left atrial appendage. Additional incoming information indicated the guidewire used to navigate the catheter was the 'culprit of the perforation. Information also indicated the effusion was about 2 centimeters and the patient was under general anesthesia. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.